Event description:
Caller indicated that patient was syncopal after vf episode with cycle length of 12ms, patient reports being in shower at time of episode. Caller reports oversensing on ventricular channel but none on atrial channel. Patient to have gen change to biv ICD shortly. Requested pdd or session data from interrogation to review episode in question.upon review of episode in question, confirmed 60hz noise sensed in ventricle. Patient independent and did not receive pacing support during interference. Explaining syncopal episode. Noted that noise is not present on atrial channel because of the nature of the current flow through the body was picked up by the atrial channel less significantly than the ventricular one. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).